Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non boston scientific right ventricular (rv) lead exhibited increased impedance measurements of up to 1655 ohms. There were no episodes of noise and all other lead diagnostics were normal. Programming options were discussed. No adverse patient effects were reported. The device remains in service.